Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the large volume pump keypad door with latch is being replaced and it also had a defective restart key. There was no reported patient involvement.

Event description:
It was reported that the large volume pump keypad door with latch is being replaced and it also had a defective restart key. There was no reported patient involvement.

Manufacturer narrative:
The customer reported complaint of the keypad being replaced due to a defective restart key was evaluated. During physical inspection, the keypad was in good condition with no issues observed. Test results identified that the channel select and channel off buttons did not function on the lvp door assembly with keypad. The proximate cause for the defective restart key on the lvp door assembly with keypad is believed to be the result of physical damage to the flex cable. Device history review: review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 02apr2013. A review of the device service history record was performed beginning from the date of manufacture to the present date 04jan2021 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only keypads were provided for investigation.